Manufacturer narrative:
H3 and h6. Evaluation codes: updated. The complaint was verified during visual inspection. The function switch was contributing to the issue. Replaced the function switch assembly and the device passed all functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the peep knob is very loose. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.